Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. During the investigation, several attempts were made to contact the customer for further information pertaining to the incident, however spacelabs has received no response. Replacing the h/v inverter and cpa resolved the problem. The unit passed all functional tests and was returned to the customer. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a bedside monitor for service repair with a customer complaint stating "screen is blank" while in use. The customer removed the product from service on (B)(6) 2016. No injury was reported.